Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.

Event description:
It was reported that the customer rec'd multiple occlusion alarms. The customer's blood glucose level was 464 mg/dl and was addressed with an injection of insulin. Tandem customer technical support (cts) performed a system check. The occlusion was confirmed and there was no occlusion alarm. The customer changed the cartridge and infusion tubing; insulin delivery was resumed. The customer's blood glucose level lowered to 122 mg/dl.